Event description:
It was reported that the temperature sensing foley leaked from the meatus during use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging) meter bag with drainage tubing attached to silicone foley connected to a sample port connector with the tamper evident seal present and intact. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) without any leaks. Active length of the catheter balloon was measured (0.8740") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley leaked from the meatus during use.